Event description:
Additional information was received. It was reported that the issue occurred intra-operatively during a transforaminal lumbar interbody fusion (tlif) procedure. There was an approximate ten-minute delay to try to fix the issue, but they switched to the c-arm to continue with the case. There was no reported impact on patient outcome.

Manufacturer narrative:
H2: additional information added to b5. D4 updated with serial# and UDI#. Section e updated with facility. H4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that the navigation system had no communication with the imaging system. During the second spin, the mobile viewing station (mvs) displayed a message indicating that the digital intercommunication of medicine (dicom) server verification had failed, and they were unable to spin. The manufacturer representative stated that they successfully took the first spin. Troubleshooting steps were performed. The manufacturer representative tried four ethernet cables with no effect. They reported that there was no known damage to the cables or ethernet ports. The manufacturer representative confirmed that the networking information did not change between the first and second spin. It was recommended for them to try bypassing the bulkhead on the mvs and the navigation system. They were also to check if the image acquisition system (ias) was powered on and connected to the mvs. It was unknown if there was a delay to the procedure. There was no reported impact to patient outcome.